Event description:
During a ptca procedure, the rotablator was used to treat a very calcified and eccentric stenosis at the right coronary artery. During the procedure and after 6 normal ablations, there was a rupture of the rotawire floppy inside the coronary artery. Due to a helical rotation of the burr the coronary artery was injured. Then to avoid a hemopericardium, the physician successfully implanted a covered stent in the right coronary artery. The distal part of the wire was successfully withdrawn with a "gooseneck" device.